Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as only competitor product was revised. The initial report should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.